Event description:
Caller reported blood glucose results of 25 mmol/l on the mobile system and "8 or 10" mmol/l on the compact plus system within 10 minutes. No adverse event was reported. Compact plus strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch (B)(6) is for mobile system, medwatch (B)(6) is for compact plus system. Strips not available for return.